Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's tibia. The surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.

Manufacturer narrative:
Reported event: 3.2 mm bone pin broke during tibia bone pin insertion. A 3-5 minute delay of case to retrieve new pack of bone pins. No adverse consequences. No harm to patient. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-04 non-sterile bone pin, single) were manufactured shipped to (B)(4) on august 17, 2015 and accepted into final stock on august 17, 2015 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143110, lot number w41378 shows six additional complaints related to the failure in this investigation. Reference pi numbers (B)(4). At the time of this investigation, (B)(4) has been completed. Tracking of complaints related to the 143110 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon used the array stabilizers to insert the bone pins per the user guide instructions. As such, this cannot be attributed to technique. Trending will continue for this failure mode through quarterly trend request #789. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's tibia. The surgeon decided to leave the tip of the bone pin in the patient's tibia. The outcome of the case was successful.